Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 498 mg/dl. The customer delivered a bolus to address the bg level. The customer did not change any supplies on the pump. The customer stated that the occlusion was resolved and declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.